Event description:
It was reported that the device displayed error 218 (delivery device impedance error) and the procedure was cancelled. The patient was under general anesthesia. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.